Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous rep, a codman hakim valve leaked on first insertion and was revised right away. The patient had no symptoms and there were no reports of delay during the implant procedure.

Manufacturer narrative:
Corrected fields: device available for evaluation. It was previously reported that he device would be returned for evaluation; however, the sample has not been provided. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.